Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2023, the cgm reading was 90 mg/dl. The patient stated that the cgm reading normally don¿t go below 200 mg/dl, and that this is very low for her. The patient did not experience symptoms but felt shaky because she was nervous. The patient self-treated with a total of 3 glucose tablets. The cgm reading was around 70 mg/dl and dropped to 60 mg/dl after which she asked a friend to bring her to the hospital. When a fingerstick was taken at the hospital the cgm reading was 41 mg/dl, and the blood glucose reading was 220 mg/dl. The patient was treated with intravenous fluids. The patient was observed and multiple fingersticks were taken. When the blood glucose reading was stable at 240 mg/dl, the patient was discharged. The patient spent around 4 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.